Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 error message. Two days later, the technical service representative (tsr) spoke with the patient to obtain and verify information. Two days before, in the morning, the patient obtained the error message error 4 on the reported meter four times; she did not obtain a blood glucose reading. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The patient reviewed the owner's booklet for this meter, and noted that the error 4 error message may occur if the blood glucose level is high. According to the owner's booklet, error 4 may occur if the blood glucose level is high and the testing has occurred in an environment near the low end of the system's operating temperature range (43 to 111 degrees f/6 to 44 degrees c). Based on this note in the owner's booklet, the patient chose to take a three-unit bolus of her humalog insulin via her pump. The patient then ate breakfast. At 9:00 am, 45 minutes after the bolus, the patient became unconscious. The patient's husband administered treatment by giving her a glucagon injection, and also fruit juice with sugar. The patient was revived, and did not seek medical attention. The patient attempted to test her blood glucose level fifteen times post-treatment, and obtained only the error 4 message. The tsr confirmed with the patient that her testing environment was at an ambient temperature, 18 or 19 degrees celsius. The patient uses humalog insulin with a pump, and tests her blood glucose level three times per day. On the day prior to the event, the patient had been able to obtain actionable blood glucose readings, 111 mg/dl, 121 mg/dl and 120 mg/dl. The patient does not have a backup meter. The meter, test strips and control solution were replaced. The patient alleged she misinterpreted the owner's booklet description of the error 4 error message as indicative of a high blood glucose reading, and took additional insulin and later fell unconscious. She received emergency treatment with glucagon. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.